Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
External ref # (B)(4). Material no: unknown; batch no: unknown. It was reported that clinician and/or any patients have encountered the bd phaseal¿ optima infusion adapter performing below expectations. Clinician experienced: performs below expectations; the medication in the glass container does not always transfer the entire dose back into the bag; yes, this is happening during preparation. It is being transferred to a bag and not all liquid is going back into the bag for the patient to receive the full dose. Tubing being used has a vent but was not vented.